Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument has a prominence on / near the hinge of the wrist that was prone to capturing tissue in an unintended way. No known impact or patient consequence was reported.